Manufacturer narrative:
Product ID: 3889-28, lot# va0n6wq, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient did not feel any of it and thought it was not working because they didn¿t feel anything. The patient piddled around the house all day and hardly noticed it unless they slept or lied down. The patient did not understand anything, and was implanted 3 days ago and still had bandages. The patient tried connecting to the implantable neurostimulator (ins) and got the poor communication screen. The patient repositioned the antenna and was able to connect. The patient programmer showed that therapy was on, set at 2.7v on program 3. The patient did not feel stimulation and increased to 2.9v and felt a little flutter. The reason the patient got the device was that they had a wet bed every night. At first, the patient said they did not wet their bed the last 3 night and then noted that the therapy helped them but this morning they had some trouble. This morning, the patient needed to go and it was kind of painful and it did not happen right away. The patient¿s symptoms were painful and many times they had been going every 2 hours and checking it and then they had been getting up every 2 hours at night for the last couple of nights. The patient had been getting up for ever and ever. It may have been just that the patient was not drinking enough water and it was explained that painful meant a burning sensation. The patient did not know if they had the burning sensation before implant and they had so much peeing that they did not know what they had. The patient was going to the bathroom all the time and since they got the implant they felt they were doing better. It was noted that the patient¿s health care provider (hcp) also put them on bactrim. The patient would have a follow-up appointment next week. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.